Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the lifeband on the autopulse platform (serial #(B)(4)) experienced a significant amount of movement on the patient during compressions and the device stopped during the cycles. The lifeband was moving up/down and slipping back and forth in a head to toe fashion. After resetting and restarting multiple times the autopulse platform, the crew reverted to manual CPR. The patient was around 400 lbs. Patient death was reported. Per customer, the autopulse platform associated with this complaint did not attributed to the patient outcome.

Manufacturer narrative:
The reported complaint of the lifeband on the autopulse platform (serial # (B)(6) experienced a significant amount of movement was not confirmed during functional testing. The functional testing on the returned autopulse platform passed without any fault or error and lifeband could be pulled up. The returned autopulse platform performed as intended. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, multiple ua17 were recorded on the (B)(6) 2020. Due to the customer not reporting the exact ua error message occurred during the event. The investigation will be based solely on the archive review/analysis. Based on the archive review, the autopulse stopped compression multiple times due to user advisory 17 - max motor on time exceeded. The take-up target and the encoder take up end values indicate the patient chest circumference is very large in size. The autopulse did not reach target depth within the specification. The probable cause could be due to the size and the stiffness of the patient's chest. Thus, related to the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed all functional tests. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.